Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this implantable right ventricular (rv) lead was explanted due to lead damage. This lead had previously been capped approximately ten years earlier. Boston scientific representatives were not involved in the procedure. No additional adverse patient effects were reported.